Manufacturer narrative:
The reported event was confirmed, as a manufacturing-related. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley with cut tubing was received. Visual inspection of the sample noted no obvious visible defects were observed. The catheter balloon inflated with methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and immediately leaked out of the eyelets, which was an indicative of lumen to lumen leakage. The balloon was dissected to find the inflation notch perforated the drainage lumen. The root cause for this failure mode was due to "punch depth was too large¿. The device did not meet the specifications, and influenced by the reported failure. The product used for the treatment. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients patients with known allergy to silver coated catheter." The actual/suspected device was inspected

Event description:
It was reported that urine leaked from the bottom of the catheter balloon due to a pinhole. Per follow-up via ibc on 07oct2020, it was unknown where the hole was found. Also, reported that urine leakage was occurred and there was no impact to the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that urine leaked from the bottom of the balloon of the catheter due to pinhole. Per follow up on 07oct2020, it was unknown where the hole was found. It was reported that urine leakage occurred. There was no impact to the patient.